Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that her one touch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that about three months prior (time unk), she obtained an elevated blood glucose reading (result unk) with the subject meter. In response to the reading obtained, the pt claimed she took an increased dose of insulin (type and dose unk). Sometime after administering the insulin, the pt claimed she developed symptoms, the pt stated that she tested with the subject meter and obtained a reading of "50 mg/dl." When she attempted to retest to confirm the result, the pt claimed she obtained an unspecified error message with the subject meter and then tested with her daughter's meter and obtained a result of "30 mg/dl." It is not known how much time elapsed between the tests. However, based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30 mg/dl. The pt reported treating self with glucose gel in response to the symptoms. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.